Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the sidewall and door cap were damaged. This damage prevented the door from opening. The cover doors were replaced and the door began functioning normally. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the outer covers of the gantry on the imaging system have become damaged. There was no patient present when this issue was observed.